Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified two double bit errors that had occurred in the device memory, which resulted in the device reverting to safety mode operation. The double bit errors resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data related to daily measurements had been altered, which resulted in reversion to safety mode. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a twitching sensation near the device implant site. The patient subsequently presented to the emergency room for evaluation. Upon interrogation, the device was observed to be in safety mode. Of note, the patient was involved in an automobile accident approximately two months ago, and the seatbelt was noted to have been right over the device. An interrogation of the device was performed following the accident and revealed no device anomalies. Boston scientific technical services (ts) discussed that the twitching sensation was likely related to high output pacing due to safety mode and recommended device replacement. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.